Event description:
During a craniotomy, the midas c1 drill bit broke while the neurosurgeon was drilling pilot holes for cranial screws. Both pieces were easily retrieved and removed from the sterile field. There was no harm to the patient.